Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4) reported condition not confirmed (representative samples). A manufacturing record evaluation was performed for the finished device lot number qemcdm/mcp3205g40 and no non-conformance's related to the reported complaint condition were identified. Summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that a sealed box (12ea) of product code mcp3205g was received to ethicon inc for evaluation, all unopened samples were examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing and damage (torn, punctured). In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damage on the suture surface, and no defects were observed during evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained: there is not available information from hcp for the additional information request. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Please clarify the date, name and/or indication of index procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation prior to this surgical procedure? Please specify. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? If yes, please specify. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during or after the suture placement? Please specify. Other relevant patient history/comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event (skin irritation and rash)? Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 2360 g/m.

Event description:
It was reported that the patient underwent a lap urology procedure on unknown date and the suture was used on skin layer. After 2 days of surgery, the patient experienced rash and skin layer was found irritating. Patient received oral antibiotic and the status is good now. No further information is available.